Manufacturer narrative:
Additional, corrected, and/or changed data: a.2., a.6., b.3., b.5., g.2., h.6.

Event description:
Patient representative additionally reported "increasing deformation and pain."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient presentative reported a right side rupture and patient was worried due to recall. The device has been explanted.